Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that right ventricular lead exhibited noise over-sensing causing pacing inhibition. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.